Event description:
The customer stated that the insulin pump alarmed compromised force sensor system. Customer stated he changed the battery and rewind the insulin pump and got compromised force sensor system alarm. Troubleshooting was done. Customer's blood glucose was 170 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).